Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A posterior cervical fusion had just begun, with the use of a mayfield skull clamp when the pt's head dropped out of the pins. The pt incurred a laceration on both sides of her head which required staples. She was repositioned with a different mayfield clamp in the prone position for the remainder of the procedure. The pt outcome is unk. Mayfield disposable - adult pins (a1083) were used during the surgery. The surgery was not performed with a stereotaxy device.